Event description:
A healthcare facility in switzerland reported via a fisher and paykel (f&p) healthcare representative that the inspiratory limb of an 950n40 neonatal optiflow junior heated circuit kit had damaged during patient use. It was further reported that flow of the air and oxygen blender was switched off while connected to a running humidifier at the time of the reported event. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n40 neonatal optiflow junior heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n40j optiflow junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n40j has been used under section g4. The f&p 950n40 neonatal optiflow junior heated circuit kit is an accessory to the f&p 950 respiratory humidifier. It is intended for delivery of heated humidified respiratory gases to neonatal, infant, and child patients, within the limits of its stated technical specifications. Method: the complaint 950n40 optiflow junior heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was visually inspected and also, the log file of the f&p 950 respiratory humidifier was analyzed. Results: visual inspection of the returned circuit revealed that bubble and bead were melted at the location between the midpoint and chamber end section. Analysis of the log file revealed that the flow was switched off while the heater base was running for 2 hours. It was further reported that the mother of the patient and the patient slept together in the bed with the bed rails. Therefore, it is possible that the circuit could have been trapped between the bed and the bed rail if the mother had turned or slept on it. Conclusion: based on the information provided by the customer and our knowledge of the product, the cause of the damage to the inspiratory limb of the 950n40 neonatal optiflow junior heated circuit kit may be due to the tubing being covered with a material and /or being under compressive load for a considerable length of time, combined with the breathing tube continuing to being operated with no gas flow. All heated breathing tubes as part of the 950n40 neonatal optiflow junior heated circuit kit are visually inspected and undergo functional tests as part of production. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, the tubing strength is tested under load. The heated breathing tube (hbt) is designed to ensure that the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression alone would not cause the tubing to reach the softening point. The key factors that determine whether the heat is retained in the affected area leading to softening are: -the gas flow rate through the tube (e.g., cessation of therapy and flow while leaving the tube and humidifier powered and operating prevents the dissipation of heat). -the surface area of the hbt covered by an object. - the duration of time the hbt is covered. - the insulating properties of the object covering the hbt (i.e., a higher thermal coefficient would allow less heat to dissipate). The 950n40 neonatal optiflow junior heated circuit kit user instructions include the following technical specifications: operating flow range for the nasal high flow therapy is 0.5-36 l/min. The user instructions that accompany the 950n40 neonatal optiflow junior heated circuit kit contains the following caution: do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn. Also, the user instructions that accompany the 950n40 neonatal optiflow junior heated circuit kit warns the user: ensure there is gas flow through the tubing before connecting to a patient. Appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient (e.g., in the event of an interruption to gas flow) may result in serious harm or death. Do not crush, stretch, or milk the tubing. Set appropriate ventilator or flow source alarms to monitor therapy delivery.

Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n40 neonatal optiflow junior heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n40j neonatal optiflow junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n40j has been used under the section g4. Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 950n40 neonatal optiflow junior heated circuit kit to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in switzerland reported via a fisher and paykel (f&p) healthcare representative that the inspiratory limb of an 950n40 neonatal optiflow junior heated circuit kit had damaged during patient use. It was further reported that flow of the air and oxygen blender was switched off while connected to a running humidifier at the time of the reported event. There were no reported patient consequences.